Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing muscle pain following an implant procedure. The physician believed that the pain was procedure related. The patient was prescribed with muscle relaxers and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.correction to blocks: b1, d4, h6.

Event description:
It was reported that the patient was experiencing muscle pain following an implant procedure. The physician believed that the pain was procedure related. Program optimization was attempted and was not successful. The patient was prescribed with muscle relaxers and was doing well.